Event description:
It has been reported to philips that the azurion system did not have power. There was no report of harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the azurion system had a power problem on m-cabinet. The philips remote service engineer (rse) provided their analysis findings however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. No further information regarding the reported issue. No work was performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.